Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye which was removed and replaced in a secondary procedure due to an unexpected post operative refractive error. It was reported that the patient is doing well and had great results after the implant was switched. No additional information was provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under microscope at 10x found particles adhered to both sides of optic body compatible with handling lens in an unsterile environment. Diopter measurement results showed that the lens for serial number (B)(4) belongs to diopter 14.0. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.